Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the password entry screen appeared when the device was turned on. There was no reported patient involvement.

Event description:
The customer reported that a password entry screen appeared when turning on the unit, creating a lockout issue. There was no adverse patient impact reported.